Event description:
Information was received from a healthcare provider via company representative regarding a patient with an implantable pump containing compounded baclofen (3500 mcg/ml at 2389.7 mcg/day). It was reported that the patient's pump was not working. The patient was having an inconsistent response to therapy, sometimes working sometimes not. At recent pump refills they had a variance of 36%. The external/environmental/patient factors that may have contributed was patient had an underlying condition where it effected the same side as where the pump was implanted. It was mentioned that at the patients last pump replacement a new 8784 catheter segment was placed to try and resolve the issue, but patient's therapy was still not consistent. The healthcare provider explanted the pump and catheter and tied the catheter off in the pocket. The healthcare provider then created a new pocket on patient's right abdomen and implanted a new catheter and pump which resolved the issue.

Manufacturer narrative:
Product analysis # (B)(4). Analysis information: 2025-11-25 15:24:03 cst pli# (B)(4). Product ID# 8637-40. Continuation of d10: product ID 8780, lot# serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2025, product type: catheter. Product ID 8784, lot# serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-apr-2015, UDI#:(B)(4); product ID: 8784, serial/lot #: (B)(6), ubd: 04-jun-2023, UDI#: (B)(4). H3: 8637-40: visual inspection identified some slight damage to the septum with no leaking seen during analysis. 8780: the catheter was returned and no anomalies were noted on microscopic inspection, the catheter was patent and passed pressure leak testing. 8784: analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.